Event description:
It was reported that during implant the right ventricular lead stylet became impossible to insert or retract. The physician felt this was due to possible blood in the lumen of the right ventricular lead which may have been transferred from the stylet and this caused the positioning problem. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed a blood/fluid obstruction of the distal conductor. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself and the lead was damaged at implant.